Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a patient was put on support after midnight on(B)(6) 2025. After five hours of support the hls set started to make a rattling noise that progressively got worse. According to the customer it sounded like the pump was unseated. The patient suffered a hemolysis according to the blood analysis. The hls set was reseated, and it ran fine for five more hours and then started to make loud noises again. The hls set was replaced, and the new one worked as expected. New information was received on (B)(6) 2025 that there was no visible damage on the hls set or clots. The hemolysis could be resolved by the medical staff after the replacement of the hls set. As the patient suffered a hemolysis and the hls set was replaced during treatment, a report is required. The affected product was investigated in the getinge laboratory on 2025-08-11 with following conclusion: the reported failure "noise" could not be confirmed. During visual control there were no deviations found. While cleaning and rinsing out the hls set clots and biological material were found within the hls set. The hls set was tested after cleaning and had constant flow without any noise building. Most probable the clots and biological material found within the hls set could have led to the reported failure "noise". A medical review was performed by getinge medical affairs on 2025-08-15 with following conclusion: "the reported incident involves uncommon sounds generated from the disposable. The information and video-clips provided by the customer indicates, that the used hls-set was the source of the rattling sound. The most likely root cause of this noise would be either an unbalanced pump of the hls-set or a foreign body inhibiting an unobstructed rotation of the pump. Due to the investigation report, performed by getinge, the pump was working as it should, but a large amount of biological material was found in the hls-set near to the pump rotor. As the undesired tone slowly built up over time, it seems as if this biological mass started to form over time and as the formation got larger started to interfere with the pump, causing a possible rotor imbalance which was recognized as the sound reported by the customer. As no further histological examination of the material was performed, the origin of this conglomerate remains unclear. A possible cause of this structure could be a clotting process, including stabilization with fibrinogen and other tissue components. Especially when looking at the co-morbidity of the patient, a pulmonary hypertension is associated with a higher likelihood of thromboembolic events, often associated with a chronic thromboembolic pulmonary hypertension (ctph). An anticoagulative therapy was performed by using heparin and bivalirudin. In conclusion, a product malfunction of the hls-set, especially the pump, in question could be ruled out, but an impairment of the pump, due to a foreign body in the area of the pump inlet, is proposed as a highly possible root cause. The origin of this tissue-formation stays unclear." According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2025-08-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "noise" could be confirmed due to the provided video evidence by the customer, but was not related to a device malfunction. The affected product was investigated and functioned as expected. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that a patient was put on support after midnight on (B)(6) 2025. After five hours of support the hls set started to make a rattling noise that progressively got worse. According to the customer it sounded like the pump was unseated. The patient suffered a hemolysis according to the blood analysis. The hls set was reseated, and it ran fine for five more hours and then started to make loud noises again. The hls set was replaced, and the new one worked as expected. New information was received on 2025-06-24 that there was no visible damage on the hls set or clots. The hemolysis could be resolved by the medical stuff after the replacement of the hls set. As the patient suffered a hemolysis and the hls set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.